Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the handpiece locked out at different times with the lcsc5 and with the test tip. The case was completed with another hp052. There was no pt consequence.